Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and replace system controller alarms, and a high backup battery usage time was confirmed via the submitted log file. The log file contained approximately 6 days of data ( (B)(6) 2021 per the timestamp). No external power alarms were also captured throughout the log file when the black power cable was disconnected, despite the white power cable still being connected to power. The backup battery also activated to provide power to the system during these alarms; this could have resulted in the high backup battery usage time that was reported. The alarms resolved each time when the black power cable was reconnected to power. This sequence of events is consistent with the backup battery not detecting the voltage on the white power cable. The log file also captured intermittent replace system controller alarms due to lcd faults; the alarms resolved themselves each time. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Multiple requests for additional event information (including the serial number of the system controller, if the alarms resolved, and if any product would be returned for evaluation) were made; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook under section ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline fault, no external power, and replace system controller alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) section ¿surgical procedures¿ explains how to properly install the backup battery in the system controller. Section ¿system operations¿ explains how to replace the backup battery in the system controller and how to replace the running system controller with a backup controller. Heartmate ii patient handbook section "caring for the equipment" and heartmate ii instructions for use (IFU) section "equipment storage and care" describe how to care for and clean all equipment, including the system controller power cables. Heartmate ii patient handbook section and heartmate ii instructions for use (IFU) section, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting/cleaning the system controller power cables. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 that interrogation of log files revealed driveline fault alarms, no external power alarms, and "change controller" message(s). In addition, the backup battery was used for 150 minutes. On (B)(6) 2021, it was reported that the patient experienced the no external power alarms while on battery power.